Event description:
The customer reported a leak in the reservoir. The customer's blood glucose reading is 212 mg/dl. The customer also reported cracks in the reservoir and stated that the insulin is visible in the battery and reservoir compartments. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.